Event description:
It was reported that the patient had a shocking or jolting sensation. Since approximately 1.5 months ago, when the patient turned his device up to 6 or higher, he got shocked over the right side implant area. The patient needed to turn it up that high or higher because he was in "a lot of pain all the time". The patient informed his physician of the issue today. Approximately 1.5 months ago the patient was having a deep tissue massage, exercises and stretching and then after that was when he noticed the shocking issue. The patient indicated that the physical therapist when massaging his body stayed away from the implant area. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient; product ID: 3550-39, lot#: n307869, implanted: (B)(6) 2012, product type: accessory. (B)(4).